Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported no power from their mx40 device. At the repair bench it was found that there was no audio from the speaker. There was no patient harm reported by the customer.